Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: visual inspection revealed that black marks on the contacts were observed. The vapr hand piece used was not received for evaluation. The device was sent to the manufacturer for further testing. The vapr 3.5mm side str -ea was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed that the device was not returned in its original packaging, the active tip appears to have had some use and the electrical contacts show evidence of a shorting event on the return contact. The electrical test was performed; as a result, the primary capacitance was failed. A DHR review has been performed for the complaint device lot number: u2203052 (jun 2022); no issues (ncrs or deviations) with the manufacturing process have been noted which might explain the failures observed. The reported device has been evaluated by atl- UK passing the functional test. The device has failed the primary capacitance test being unable to give a stable value. During the evaluation it was noticed that the return contact had an arcing burn that would be responsible for the unstable value of the primary capacitance test. This mark/damage is high likely to have been caused by an arcing between the handpiece contact pin and the return contact of the electrode, provoking the generator to cut out and display the error described by the customer. Since the customer reported that the device did not work, this complaint can be confirmed. The exact root cause could not be determined as the handpiece used during the procedure is not available for evaluation, therefore, no further investigation is possible. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (01)10886705009251(10)u2203052(17)270228. E3: reporter is a j&j employee. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in japan that during an arthroscopic rotator cuff repair procedure on (B)(6)2023, a side effect electrode device was used. According to the report, the surgeon could not burn with the device. It was reported that after a few activations of the device, it stopped working. It was further reported that an error message appeared, and the surgeon pressed the reset button but it did not work. Another like device was used to complete the procedure successfully within 30 minutes delay. There were no adverse patient consequences reported. No additional information was provided.